Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the surgery, the twinfix fractured when screw-in. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found that the device has not been deployed, and there is a fracture within the threads of the anchor. There is debris on the device. No relevant clinical information was provided for inclusion in this medical investigation. It is unknown if any fragments from the breakage were retained inside of the patient. The twinfix anchor is implantable, so biocompatibility is not an issue. However, if any fragment remains inside of the patient, we cannot rule out the possibility of local skin irritation, micro-motion/migration of any possible retained fragments. According to the report, the procedure was successfully completed without a significant delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h2: h6: health effect - impact code h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The anchor and suture material are still on the insertion device and have not been deployed. The anchor is fractured at the suture window. There is debris on the anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided images found that the device has not been deployed, and there is a fracture within the threads of the anchor. There is debris on the device. No relevant clinical information was provided for inclusion in this medical investigation. It is unknown if any fragments from the breakage were retained inside of the patient. The twinfix anchor is implantable, so biocompatibility is not an issue. However, if any fragment remains inside of the patient, we cannot rule out the possibility of local skin irritation, micro-motion/migration of any possible retained fragments. According to the report, the procedure was successfully completed without a significant delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.